Event description:
Boston scientific received information that when the clinician attempted to print out reports on the programmer, it emitted an electrical burn smell and started to smoke. The programmer was turned off and sent back for analysis. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was plugged in and a smokey smell was evident. The unit was opened and a burnt shorted out assembly component was observed. The component was replaced and the programmer was successfully repaired. Analysis confirmed the allegation against the programmer.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.